Event description:
Device result was 49 mg/dl at 2pm. At 5pm the user passed out. Emt were called and they gave usre two tubes of surgar after checking the user's glucose on their equipment and getting a result of 29mg/dl. The emts took user to the hospital dn user was given an IV. Controls were not used. The device was replaced and requested to be returned for evaluation.